Event description:
Complainant reported leakage from the feed port of an 18 fr magna-port gastrostomy tube. There was no report of serious injury or illness associated with this complaint. No additional patient information was provided.

Manufacturer narrative:
The lab evaluation indicated that the complaint of feeding port leakage of the gastrostomy tube was confirmed.